Event description:
During inspection of this returned service loaner at zoll, the device displayed "defib fault 78" and "defib fault 108" when charging to 200 joules. There was no patient involvement during this malfunction.